Event description:
A vectra graft was implanted in a forearm loop configuration for av access in a patient. Three weeks later it was discovered that part of the graft (at the looped apex in the wrist) had eroded through the skin. In 2002, a skin flap procedure was performed to cover a part of the graft that had eroded through the skin. Six days later, another skin flap procedure was performed. No graft removal was necessary, the graft remains implanted and is functioning well.